Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that decrease in r-waves and loss of capture were observed. The lead was explanted and replaced. The patient tolerated the procedure well.